Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. The following factor could not be ruled out as a potential contributing source to the reported burn: treatment shock. The electrode belt sn (B)(4) was returned to the distributor and found to be fully functional. The monitor sn (B)(4) has not yet been returned for evaluation. There is no indication of a device malfunction causing or contributing to the inappropriate treatment.   Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 13 times by the lifevest. The patient also received 4 appropriate treatments during vt. The patient's neurological status at the time of the event is unknown. Rapid rate contributed to the false detections. The response buttons were not pressed during the event. The patient's daughter reported the patient was burned under their breast during the treatment event. It was not reported that the patient received medical attention for the reported burn. During a follow-up, it was reported the patient's burn had healed. The patient was in the hospital during the treatment event. The patient ended use of the lifevest to get an ICD implanted. No deficiencies were alleged against the device.